Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her sensor readings are inaccurate. Her insulin pump will alarm her that her blood glucose is 60, 50, or 40 mg/dl, but her actual blood glucose will be 90 mg/dl. She stated that she has treated based off her inaccurate sensor readings by eating, leading to her blood glucose rising to 500 mg/dl. Customer was advised or proper sensor insertion and calibration methods. Customer was calibrating the sensor too many times a day. Customer will upload the sensor data for analysis. Nothing further reported.